Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the proximal and middle ramus interventricularis anterior coronary artery. The patient presented with a non-st-elevated myocardial infarction. A balance middleweight universal ii guide wire was used in the jailed wire technique. However, during removal, the guide wire broke off [separated]. It is unknown how the guide wire was removed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The improper method was not tested as this is a use technique. The noted stretched coils and bends on the core are likely due to case circumstances. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted the hi-torque guide wire instructions for use states: use extreme caution when moving a guide wire through a non-endothelialized stent, or through stent struts into a bifurcated vessel. Use of this technique carries additional patient risks, including the risk that the wire may become caught on the stent strut. Consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. The investigation determined that operational context is the likely cause for reported material separation along with the technique used. It is likely that with challenging anatomical conditions based on the proximal and middle ramus interventricular is anterior coronary artery, the guide wire tip became trapped in the vessel. Twisting and pulling was used during removal which was greater than its design limit causing the corkscrew appearance and the tip coils to stretch and ultimately detach along with the shaping ribbon. The noted stretched coils and bends on the core are likely due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.